Manufacturer narrative:
H3: product analysis confirmed visually, there was contaminated on the cuff balloon on the distal end of the device when returned. Under magnification, there were gray colored scratches on the blue and red with white stripe trace pads. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 22 ohms (blue), 20 ohms (blue with white stripe), 16 ohms (red), and 26 ohms (red with white stripe) which all electrodes were in specification. For further analysis, a stylette was used to manipulate the shape of the device, especially at the clamp shell on the proximal end of the tube, and the electrode resistances remained in specification. Functionally, for additional analysis, the device was connected to a nim system and the trace pads were submerged in a saline solution to perform functional testing and, while a stylette was inserted for tube manipulation, the device passed the initial electrode check, prior to bending (to simulate being in a patient¿s body). However, while bending each of the four individual traces, the red and the blue with white stripe electrodes failed the electrode check and had lead off detection errors. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy procedure, when the anesthetist inserted the endotracheal tube into the patient's body, he found that vocalis 1 and vocalis 2 were showed x on nim. The anesthetist tried to adjust the endotracheal tube's depth and angle but useless. Finally, the anesthetist changed a new endotracheal tube and the new one could function normally. There was no patient impact.